Manufacturer narrative:
(B)(4).

Event description:
The patient woke up the morning of (B)(6) 2011 to a shocking/jolting sensation. He felt a tingling on the side of his head, shoulder, and face and turned the stimulation off later that evening due to the sensation. The patient was seen in the clinic on (B)(6) 2011 at which time he was receiving partial therapy. It was noted that the sensation could be reproduced with right lateral flexion of the head and with putting his chin towards his chest. A print out report indicated that the patient changed from group a to group b and group c during that evening, but per the patient, he did not change the group that night, he only turned the stimulation off. The device was programmed to c+, 6-, 2.5v, 180mcs, 170hz. The outcome is unknown. Further information is being requested from the hcp.